Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The vascular injury (tissue damage) is listed in the proglide instructions for use (IFU), as potential adverse event. In the absence of device returned for analysis, a conclusive cause for the reported inability to retract the foot and inability to remove the device could not be determined. The reported patient effect of tissue damage is known inherent risk of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the device was stuck in the artery with the footplate up and stuck in the tissue when attempting to remove the device. As a result, the pre-close technique was unsuccessful and a cut down was performed to remove the device. The sheath was upsized to 18f and the tavi procedure was completed. At the end of the procedure the vessel was repaired with a patch. It was confirmed there was no occlusion when the vessel was re-canalized proximal to where the cut down was performed to undergo the procedure. Hemostasis was achieved via surgical suturing. No additional information was provided.